Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - oversensing was observed only on one day ((B)(6) 2023) at a specific time (10:19). - during the perturbation, the signal amplitude is not regular at both levels (atrial and ventricular). - on the same day ((B)(6) 2023 at 10:20), in addition to the oversensing mentioned above, non-physiological signals are noticed on both channels (atrial and ventricular). - based on the available data, a likely hypothesis would a specific procedure impacting the electrical parameters of the subject pacemaker such as atrial fibrillation ablation which could explain the emis and the non-physiological signals observed. However, in the meantime, even if this event was seen only once, and no further information are available, a lead issue cannot be excluded. - based on the available information, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.

Event description:
On (B)(6) 2024, during a regular follow up, the physician observed some episodes recorded on (B)(6) 2023 at 11:34 with oversensing regular pulsed noise with a period of 125ms. Noise inhibits the stimulation (100% vp).